Event description:
The patient's father reported repeated no delivery and motor error alarms. The patient went to his diabetes appointment, and the doctor was concerned with all of the alarms. Troubleshooting was performed, and the insulin pump passed the self test, but failed the displacement test. Advised the father that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.